Event description:
During trans arterial embolization (tae) using a tornado coil with a coil pusher, resistance was felt during advancement of the coil into the tora microcatheter (mc). It was reported that the coil got stuck in the (mc). The coil and mc were removed as one unit from the pt vessel. Reportedly, continuous flush was maintained within the mc. The physician discontinued the procedure. There was no adverse consequence to the pt.